Event description:
It was reported that approximately four years post vena cava filter deployment; CT images demonstrated a detached filter limb embedded in the ivc wall. The filter was captured and retrieved successfully; although no report was provided if the detached limb was retrieved. The patient status at this time is unknown.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with outside counsel to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The outside counsel was able to provide additional patient and product information (product #, lot #, date of birth, weight), which was updated in the appropriate sections. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. However, because this event is currently the subject of litigation, we also reviewed materials obtained through the litigation process in an effort to provide the additional details being sought, and incorporated the relevant information disclosed in those materials wherever available. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A manufacturing review was not performed because the lot number was not provided. Requests for patient, product identifiers, and procedural details were made, but none were provided. The device was not returned. Images were not provided. The complaint investigation is inconclusive for limb detachment. Based upon the available information the definitive root cause for this event is unknown.